Manufacturer narrative:
This report is a duplicate report and has been reported under MFR. Report 1221359-2021-03115. This makes report 1221359-2021-02931 no longer reportable.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. (B)(6).

Event description:
The customer reported false positive results with the ID now covid-19 assay. Confirmation testing was performed with genexpert and generated negative results. Per the customer, the patient was being admitted to the hospital for diarrhea and did not have any respiratory symptoms. Although requested, no additional information, including patient treatment and outcome was provided.